Event description:
It was reported that the insulation was stripped from the center of the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.